Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical investigation was performed for the received catheter and aspirex. It can be confirmed that the catheter helix was broken. The user report contains information regarding catheter malfunction that was observed during physical sample investigation. A catheter helix was broken and twisted in the handle. A clear root cause for this kind of break is use of catheter without guidewire. When turning on the catheter the guidewire should be inserted, as the helix is fragile and can break without guidewire support, even if it is short work time. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that prior to a recanalization procedure to treat the deep vein thrombosis in the common iliac vein via popliteal vein, the coil in the catheter was allegedly broken. The procedure was completed using another device. There was no patient contact.